Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(4) representative evaluated the device at the customer's site and the reported malfunction was not replicated or confirmed. The device was put through testing without duplicating the malfunction. Review of the device activity logs did not show any evidence to support the customer's report of no power up. Therefore our investigation for this reported malfunction was unsubstantiated. No trend is associated with reports of this type.